Manufacturer narrative:
Device is a combination product.   (B)(4).   Device evaluated by MFR.: promus element mr ous 2.75 x 16mm stent delivery system was returned for analysis. A visual examination of the stent identified no issues. The stent showed no signs of damage or strain and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed a break at 280mm distal to the distal end of the strain relief. There were also multiple hypotube kinks noted. An examination of the shaft polymer extrusion identified no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.   (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 2.75x16mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, the device was unable to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed a hypotube break.